Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. The iliac arteries were reported to be minimally tortuous. The aneurysm neck was reported to be conical and angulated. The patient has a history of severe coronary artery disease status post angioplasty and prostate cancer. It was reported that serial computerized tomography (CT) scans had demonstrated a small but persistent type I endoleak, and a recent CT scan indicated that the endoleak was increasing and that the aneurysm was increasing in diameter. It was reported that the stent graft had migrated dur to aneurysm neck dilation to 25-26 mm. The physician was concerned about possible aneurysm rupture; therefore. A talent cuff was implanted in 2003. At the conclusion of the procedure, a small, residual type I endoleak below the right renal artery remained. It was reported that the patient would have a follow-up CT scan in one month.